Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The tip of the screwdriver broke off. Examination of the returned device confirms the reported tip fracture. The device has been well used. The root cause is wear out/heavy use/misuse. Corrective action is not indicated. Monitor via (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The tip of the screwdriver broke off.